Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. The doctor also stated that the customer had experienced high blood glucose levels for several days prior to being hospitalized. The customer later called stating that the doctor wanted the insulin pump replaced because the customer's blood glucose levels continue to elevate. Troubleshooting was performed and the insulin pump was programmed correctly. The customer didn't have supplies to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.